Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery test. The customer¿s blood glucose level was 170 mg/dl. Troubleshoot was performed. Pump alarmed with replace battery now. Customer stated contacts are neither missing nor damaged. Customer received battery failed alarm. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.